Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorted lead indicator. This observation was made following delivery of a commanded shock, which was delivered to convert the patient's atrial arrhythmia. The physician elected to explant and replace this device with a similar device, which was conducted without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.